Event description:
The customer reported no value/ind flag troponin I (accutni) quality control (qc) and patient results involving access 2 immunoassay system. The customer also reported obtaining 0.00 ng/ml troponin I results on multiple patient samples. Upon troubleshooting, it was discovered no reagent pack was in the storage carousel. The customer located the reagent pack in a different storage carousel instead. Beckman coulter customer technical support (cts) advised the customer to properly discard the misloaded reagent pack. The customer stated all samples with (indeterminate) ind flag results were retested on the alternate access 2 system. The discrepant results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the issue was resolved through troubleshooting via the telephone, and the customer did not question system performance. The customer stated quality control (qc), performed one day prior, was within specification. The cause of the incident is due to operator error. This medwatch report is related to MDR 2122870-2012-00959.